Event description:
Healthcare professional reported as they were checking to see if xen®45 gts was inside the injector, surgeon noted a black thin fiber on the needle. There was no eye contact. Surgery was completed with another xen.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the needle cover was examined under magnification and a black fiber was visible on the exterior of the needle cover. The returned injector was unable to actuated due to the bent needle and damaged needle tip. The reported complaint of the xen glaucoma treatment system was confirmed as the black fiber was visible under magnification. The manufactured xen systems are 100% tested and inspected in-process at manufacturing. It is inconclusive when the foreign material appeared on the needle cover. Allergan will continue to monitor the frequency of these complaints to determine if there is a trend or if this was an individual occurrence.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviation or non-conformance is noted, a supplemental medwatch will be submitted. Device labeling: precautions: the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use.

Event description:
Healthcare professional reported as they were checking to see if xen®45 gts was inside the injector, surgeon noted a black thin fiber on the needle. There was no eye contact. Surgery was completed with another xen.